Event description:
This medical device report is being submitted based upon the following publication relating to the asnis iii cannulated screw; arch orthop trauma surg. 2006 aug; 126(6):359-63. Epub 2006 may 23. Complications at screw removal in slipped capital femoral epiphysis treated with cannulated titanium screws. Dept of orthopaedic surgery, pediatric center olgahospital, another country. Eleven pts needed extensive chiseling. Two adolescents sustained a subtrochanteric fracture 5 and 7 weeks after hardware removal. Seven pins could not be totally removed. Add'l pt or specific event info (catalog number, lot number, implant date, explant date) is not available at this time.

Manufacturer narrative:
No eval will be performed. Device is not available at this time. If the device or add'l info become available, a supplemental report will be issued.